Event description:
It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. It was found the cursor jumped intermittently. The programmer was decommissioned as it was no longer se rviceable. If information is provided in the future, a supplemental report will be issued.